Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Olympus onsite support specialist stated the subject device started working. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus onsite specialist reported on behalf of a customer, the evis exera ii ultrasound gastrovideoscope was returned from repair and the elevator did not work properly. The elevator goes up but not down. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus; however, the event likely occurred due to user handling. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.